Manufacturer narrative:
This report was inadvertently submitted under manufacturer number (B)(4), the correct manufacturer number is (B)(4).

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms it was communicated that the device broke inside the patient and gouged the femoral head; however, no pieces fell into the wound and the instrument was replaced with a competitor device to complete the procedure with a delay of 30 minutes or less. Reportedly, upon attempted femoral head removal, the stem was also subjected to damage; therefore, the stem and head were both revised to other s+n components. Per correspondence, the patient is ¿fine¿ with no harm other than inconvenience due to damaged implants and subsequent replacements. Requested clinical documentation was not available for inclusion in the medical investigation. S+n recommends that all reusable instruments be routinely inspected for functionality/wear/damage and replaced as necessary. The patient impact beyond the reported device breakage, subsequent surgical interventions, and 0-30 minute surgical delay could not be determined. No further medical assessment could be rendered at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, when impacting the head onto the stem using, the plastic head of the impactor split in two, exposing the metal stem portion of the impactor (case-(B)(4)), which left a large score in the oxinium head. Upon trying to remove the head with various instruments, the neck was then scratched and the head not able to be removed. Instead, the stem was removed and upsized to a size 4, (case-(B)(4)) and the head was downsized to a size 32 -3 ox head (case-(B)(4)). The instrument was replaced with a competitors device in order to complete the procedure. A delay of 30 minutes or less was also reported.